Event description:
The customer reported that the device did not recognize the therapy cable during testing. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device did not recognize the therapy cable during testing. There was no report of pt involvement. Philips evaluated the device and verified the reported symptom. The therapy cable and therapy port were replaced to resolve the symptom.